Event description:
[Abbott ID now covid] use for covid-19 under emergency use authorization (eua): negative result on ID now, pcr confirmatory test came back positive. False negative. FDA safety report ID# (B)(4).